Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection (late onset) and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset) and seroma-late.

Event description:
Patient reported right side pain, "anxiety about the recall", experiencing symptoms, "having some kind of reaction to that implant which has caused infection", crying and nausea due to the pain. The device remains implanted. Patient is taking unspecified antibiotics to treat the infection. Patient reported "had 70ml-100ml of fluid that needed to be drained ".